Event description:
It was reported that the patient was admitted to the hospital with low flow. An angio-computed tomography (CT) was performed and there was suspected graft sprain. A graft obstruction was caused by twist of the graft. The patient was asymptomatic because the flow only periodically dropped for a short period of time and went back to relatively normal values. The patient was placed on the urgent list for heart transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a percutaneous endovascular stenting procedure on (B)(6) 2022. An outflow graft clip was placed. The low flows resolved following the procedure and the patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted images confirmed a twist in the outflow graft. Although a specific cause for the twist could not be conclusively determined through this evaluation, it would have contributed to the reported low flows. The account provided several images of the pump/outflow graft, which showed an obstruction in the lumen of the outflow graft that appeared to be consistent with a twist. The degree of the twist could not be determined. Additionally, the presence of an outflow graft clip could not be conclusively confirmed via the submitted images. The submitted system controller event log files contained data from 27may2022 through 07jun2022, from 30jun2022 through 13jul2022, and from 24sep2022 through 11oct2022. Prior to the outflow graft stenting procedure performed on (B)(6) 2022, intermittent low flow alarms were observed within the files. After the outflow graft stenting procedure on (B)(6) 2022, no further low flow alarms were observed. The files showed that the pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jun2019. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. Additionally, heartmate 3 lvas IFU was released, following the implementation of CAPA 114896, and is currently available. This IFU includes instructions for installing the outflow graft clip. This document states to attach the outflow graft clip to prevent post-operative outflow graft twisting. Outflow graft twisting may lead to serious adverse events such as graft occlusion, thrombosis, and/or death. The outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.